Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note: this report is being resubmitted. The MFR report number (2523676-0190-00240) that was originally submitted on 13-jan- 2020 was incorrect. The correct MFR report number is 2523676-2019-00240.

Event description:
Per medwatch number mw5091658. It was reported that the epidural catheter broke, leaving 12cm of epidural catheter in patient. No injury reported. Please note: this report is being resubmitted. The MFR report number (2523676-0190-00240) that was originally submitted on 13-jan- 2020 was incorrect. The correct MFR report number is 2523676-2019-00240.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Further investigation of the complaint is not possible without a sample and/or lot number. If a sample and/or any additional pertinent information becomes available the complaint will be re-opened and a thorough investigation will be performed. We will maintain this report for further references and continue to monitor other reports or similar occurrences. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided.